Event description:
Reportedly, after firing the ceea, the instrument was attempted to be removed and the anvil had not separated from the tissue and an intraluminal tear occurred. Sex: unknown. Procedure: unknown.